Event description:
It was reported that as lvp 20d 1.2m leaked. The following information was provided by the initial reporter: material #: 2202-0007. Batch/ lot #: 20105847. It was reported that the tubing is leaking.

Manufacturer narrative:
H6: investigation summary: the customer reported the lipid filter tubing was leaking and wouldn't prime past the filter. The returned sample had initial occlusion, and then leaked from the air vent membrane, which verifies both the trackwise report and attached note. The occlusion is the root cause for the leak , as the build up of pressure wets the seal and causes the leak out of the air vent membrane. The sample came in a large shipment with many samples, was misplaced, and thus was unable to be sent to the supplier for further investigation. The root cause cannot be confirmed without the supplier investigation. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105847 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2020. There was a quality notification issued for the failure mode reported by the customer during the production build of this set - qn#(B)(4) issued for "leak test failure". The qn describes a defect found in one of the process inspection cells. The issue is still believed to be a supplier issue as the filter itself is leaking.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105847. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. Medical device lot #: 20105848. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m leaked. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: 20105847. It was reported that the tubing is leaking.